Event description:
Bleeding. Enduser reports difficulty in trying to snap the 2-piece pouch system together. Enduser states, "bleeding and irritation has occurred around the stoma due to the pressing." The patient noted they have used the product often and this is the first occurrence of this nature. The enduser also noted using hollister aresol glue to increase weartime.

Manufacturer narrative:
Based on the available information, the adverse event "bleeding" from/near the stoma is deemed a serious injury as bleeding may become severe enough to warrant medical intervention to bring under control. After follow up with the enduser, the lot number for the 2-pc sur-fit natura durahesive convex wafer system was provided. No additional patient/event details are known at this time. Reported to the FDA on (B)(4) 2013.